Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump flip into spanish language not once but twice. Blood glucose was 80mg/dl,129mg/dl. Alarm did not occur during the first rewind. Alarm did not occur after setting the time and date on the pump before the pump was rewound for the first time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Device passed all operating currents tested within the specifcation range and passed off no power test. Device was tested with no reprogram alarm or check setting alarm noted.